Event description:
Per the clinic, the patient underwent surgery (date not reported) to remove the abutment due to infection. The fixture remains in situ. There are plans to equip the patient with a new abutment; however, this has not occurred as of the date of this report, (B)(4) 2013. It was also reported that the removed abutment is not available for analysis.

Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2013. Device not available for evaluation.